Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The patient was admitted to the hospital with shortness of breath and a heart rate of 28 bpm. The pulse generated exhibited intermittent capture at the programmed high outputs during a lead revison. The device was replaced.